Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another standard balloon replacement g-tube. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during the procedure,. The balloon would not inflate. The procedure was completed with another standard balloon replacement g-tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the product looked new. A functional evaluation to inflate the balloon was unsuccessful. After further examination it was discovered to have three pinholes. Inspection under a microscope showed indentations with a clamp circumventing the entire balloon. The condition of the returned incident device was consistent with the complaint that the device could not be inflated due to the pinholes and indentations with a clamp. Therefore, most probable root cause is caused by other device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).